Event description:
Caller says that she pulled a muscle under her arm and decided to use the heating pad. After about 20 minutes she removed the heating pad and had blisters all over her chest, back, and under her arm. Contacted (B)(6) who informed the caller that the heating pad should not be able to get hot enough to burn the skin. Requested that she return the product and they will provide her with a credit. Caller received medical attention at local hospital. Believes she may have severe nerve damage from the burns. Caller believes this product is a burn hazard. Product type: comfort and relaxation. Retailer: (B)(6). Purchase date: (B)(6) 2018. This date is an estimate. Caller still has the product. (B)(4).